Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 89, blood glucose reading 49mg/dl. Troubleshooting occurred. No additional information was provided